Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. A definitive cause for the reported slda in this incident could not be determined. Additionally, the reported recurrent mr was the secondary effect of the reported slda. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (el2123231, revision a, potential complications and adverse events section), known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to <1. On (B)(6) 2020, a control echocardiogram was performed, which found that the most lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 2. On (B)(6) 2020, an additional clip was implanted to stabilize the slda, reducing mr to <1. No additional information was provided.